Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Microscopic evaluation revealed surface abrasion on all tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump. Evaluation revealed a separation in the cylinder 2 bladder. Testing revealed this to be a site of leakage. Microscopic evaluation revealed there to be a central groove, indicating with sharp instrumentation, such as a needle. Microscopic evaluation revealed surface abrasion on the cylinder 2 exhaust tubing. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a leak.